Manufacturer narrative:
Calibration and qc were acceptable. Precision test results were within specification. Sample clot alarms were observed on the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable alp2 alkaline phosphatase acc. To ifcc gen.2 result from one patient sample tested on the cobas 8000 c702 module. The initial result was reported outside of the laboratory. On (B)(6) 2023, the initial result of the initial patient sample from the first c702 module was 321 iu/l. On (B)(6) 2023, a new sample was received from this patient and the result of this sample was 60 iu/l. The reporter stated that the repeat result of the new patient sample was similar to the initial result of the said sample. The exact result was not provided. The reporter noted the discrepancy in the results of the two patient samples prompting them to rerun the initial sample. On (B)(6) 2023, the first repeat result of the initial patient sample from the first c702 module was 108 iu/l. The second repeat result of the initial sample from the second c702 module was 113 iu/l. The reporter deemed the initial result reported was wrong and amended the report of this result. The reagent lot number is 664657. The expiration date was requested but not provided.